Manufacturer narrative:
The user reported that the mts centrifuge did not completely centrifuge the mts gel cards. An improperly centrifuged gel card may be interpreted as a false positive result. Product labeling instructs the customer to perform qc prior to testing, and instructs the customer of the difference in appearance between a positive result and an improperly centrifuged gel card. Erroneous results were not reported as a result of this incident. It is unknown which tests were being performed at the time of the incident. The user was instructed to discontinue use of the centrifuge. The instrument was not returned for investigation. Therefore, the customer complaint could not be confirmed. The customer has not logged any complaints against the centrifuge since this incident. If the reported incident were to recur, and if the user did not follow product labeling, erroneous results might have been interpreted.

Event description:
The customer reported that the mts centrifuge did not centrifuge mts gel cards completely.